Manufacturer narrative:
This product was not manufactured by sofregen medical, and lot history records were made available by allergan inc. These records were reviewed for this lot of seri scaffold and all specifications were satisfied. Additionally, no trends/anomalies were identified in the lot history records. A patient had undergone completion mastectomy with sentinel node biopsy. Afterwards, breast implants in combination with seri scaffold were implanted subpectorally for immediate breast reconstruction. Approximately seven years after initial implantation date, the patient presented with an erythematous area which did not respond to topical antifungals or oral antibiotics. Five months later, there was a pointing abscess in the lower mastectomy skin flap, and she was booked for emergency surgery for implant removal. It was determined that a portion of the mesh was not incorporated into the patient's tissue, yet the unincorporated mesh and the cohesive gel breast implant both remained intact. The seri scaffold device is not indicated for use in combination with breast implants.

Event description:
Patient had completion mastectomy and sentinel node biopsy with subpectoral implant and seri mesh supported immediate breast reconstruction on (B)(6) 2013. She only had adjuvant tamoxifen. She presented in (B)(6) 2020 with an erythematous area on the mastectomy skin which didn't respond to oral antibiotics nor to topical antifungals. Her crp was 15.5 esr 40 & wbc 8.4. Punch biopsy showed reactive change only and there were no systemic symptoms. By (B)(6) 2020, there was a pointing abscess in the lower mastectomy skin flap and she was booked for emergency surgery for removal of implant due to suspected infection in either implant or the mesh. Patient has had to return to have the seri mesh removed. A portion of the mesh was not incorporated into the patient's tissue. The mesh structure and the round cohesive gel implant remained intact.